Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-sept-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint handpiece presented with the plunger rod advanced to the cartridge neck. The device assembly was inspected and presented with no issues. The compliant cartridge was inspected and presented with no issues. The cartridge was inspected for pieces of the lens and none were identified. The lens was not included as part of the return. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that a preloaded monofocal intraocular lens (iol) was chipped. The product is being returned. No further information was provided.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between 11/10/2022 and 08/16/2023. Section d6a: if implanted, give date: not applicable unknown/ asked but not available. Section d6b: if explanted, give date: not applicable unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.